Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited noise. No known emi sources were recalled for the noise episodes. Noise was not reproducible in clinic with isometric testing. The lead was reprogrammed. The patient and the lead would continue to be monitored.